Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a dimpled pump and the pump "freezing". A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.